Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that she could still use the programmer to turn the implant on and off but she couldn¿t see her settings or charge level or change anything because she was seeing the ¿implant in the box¿ screen. The patient had tried removing the batteries and putting them back in and it did not resolve the issue. The patient was going to follow-up with the healthcare provider. Further information received from the healthcare provider reported that the clinician programmer was used to interrogate the implant and clear the message. The cause was not determined and the issue had been resolved. The indications for use were spinal pain and failed back surgery syndrome. No patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.